Event description:
Customer states that there is ink leakage on back of the insulin pump.customer is unable to see the screen. Customer states that the insulin pump has been dropped and bumped. The blood glucose reading is 92 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to an open connector. No bleeding glass was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.